Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. No intervention was performed and the patient condition was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed, while the event of failure to disconnect was confirmed. The pacemaker was received with a broken header at elective replacement indicator (eri). Mechanical analysis revealed lead insertion and removal difficulties due to the scalable brady pacemaker (sbp) header design. Electrical and device image analysis found no anomalies. The cause of the reported event of failure to disconnect was isolated to the sbp header design.

Event description:
New information noted that the patient presented for a pacemaker explant procedure. During the procedure, it was noted that the atrial lead failed to disconnect. The atrial lead was successfully removed after damaging the header. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.